Manufacturer narrative:
On (B)(4) 2010; this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, the ventricular lead impedance curve recorded in device memory showed high impedance (> 3 kohm). However, during the latest follow up on may 25, normal measurement was obtained.